Manufacturer narrative:
The driver has not returned for evaluation. Photographs were not provided. A review of the device history records could not be performed as the identifying lot number was not provided. The root cause is unintended use of the device. The driver is meant to insert screws, it is not meant for removal of screws. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the driver broke during removal of a screw. This is report 1 of 3.

Manufacturer narrative:
Additional information: d4. Lot #: em49771 h4. 11/17/2022 corrected information: d4. Primary UDI: (B)(4). D9. Yes, returned to manufacturer: 11/15/2024 h3. Yes h6. Type of investigation: 10, 3331 investigation findings: 3252 investigation conclusions: 61 h8. Reuse device evaluation: visual inspection confirms that the distal tip has sheared off at the base of the hexlobe. This failure is likely due to the applied torsional force being greater than the yield strength. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.